Event description:
Report received of a cracked transducer with blood loss. The customer states the transducer was in use on a pt. It was unknown if any solution was infusing through the transducer. Customer reports that typically they do infuse lipids via the transducer. The transducer was stated to have a crack and the pt did have "significant blood loss." This resulted in an altered hematocrit level, but the pt did not require an immediate transfusion. The customer contact states the clinicians routinely wait for the hemoglobin and hematocrit to reach a certain level before ordering a blood transfuison. Eventually the pt did receive a blood transfusion. The time frame of when the blood transfusion was given in relation to the blood loss is unknown. The customer contact did not have access to the pt's diagnosis or contributing factors that may have warranted the transfusion besides the blood loss. There was no report of adverse pt effect. Add'l info was requested, but was not available.